Manufacturer narrative:
Device investigation narrative - one 5.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken/cracked at the suture eyelet. Dimensional assessment of the anchors major diameter found it within print specifications. The anchor is not seated all the way on the inserter tip. Anchor was removed from the inserter and the inserter tines that interface with the anchor were noted to be bent and twisted. This condition is consistent with off axis insertion. Per the device IFU ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the tip of the twinfix ultra pk 5.5mm anchor was broken. The anchor broke during implantation and was removed from the patient. No delay was noted as a result and no additional bone holes were required to be drilled as a result. A backup was used to complete the procedure with no patient impact.